Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial medwatch. Please see below. Corrections made to g2 and h6 (type of investigation) to provide information that was inadvertently not included in the initial medwatch. Also, h6 code (investigation findings) corrected from "213," to "4248" and "3243" per legal manufacturer's investigation results.

Event description:
A customer reported to olympus that during an endoscopic submucosal dissection with a single use electrosurgical knife, the tip of the knife fell off inside the patient's body. It was immediately collected and replaced with another one to complete the procedure. There were no health hazards from this event. Additional information has been requested.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it was discarded, and the reported event was unable to be confirmed. The lot information was not provided and the manufacture date could not be identified since the subject device was not returned. The device history record (DHR) with the subject lot number was confirmed for the lots 26k through 35k since the lot number of the device was not provided. No abnormalities were detected in the DHR and it was confirmed that the device meets all manufacturing specifications and final product release criteria. This instruction manual contains the following information. When the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation based on the result of the investigation, a likely mechanism causing the tip detachment might be the following: 1)due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. ·the high-frequency output is set too high the output setting for activation was too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2)high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3)a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, reasons for spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Although the root cause of this event could not be determined, we will continue to monitor trends and take appropriate actions as necessary.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
Additional information indicated that the device fell into the patient's stomach. As of the date of this follow up, there were no health hazards.